Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, device patch with lot number 3420142, red encapsulation, deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, concern for implant recall, and "hypertrophic lymph nodes" as lymphadenopathy. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lymphadenopathy are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and lymphadenopathy.